Manufacturer narrative:
D9: product received date 10/23/2024. B5: it was further reported that the event occurred during infusion and did not complete the test. There was patient involvement. One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cassette error. There was unknown patient involvement and unknown patient harm/adverse event reported.